Event description:
As reported by the edwards field clinical specialist, the initial sapien device (implanted with success and minor paravalvular leak) had apparently migrated ventricular, causing the patient to experience severe hemodynamic issues 24 hours post transcatheter aortic valve replacement (tavr). However, during the interventional procedure to place a second valve, it was discovered that sometime between the tavr procedure and the interventional procedure, the first valve had embolized into the left ventricle (lv) and flipped upside-down. The valve only appeared to have migrated because after it had embolized and flipped, it had moved back towards the annulus. The patient was brought back to hybrid or 24 hours post tavr due to severe hemodynamic issues. The patient coded during transport to the or related to the patient being transported with a levophed drip that had gone dry. Chest compressions were initiated and cardiopulmonary bypass (cbp) was initiated. The patient was prepped to implant a second sapien valve by a transfemoral (tf) approach. While trying to implant the second valve, it pushed the first sapien valve (from the initial procedure) into the left ventricle (lv), but the physicians were able to maintain guidewire access. It was decided a third valve would be necessary to bridge and secure the other two sapien valves in place, and to prevent the first sapien valve from floating freely in the lv. Per report, the 2nd valve was implanted in the correct 50:50 position, and there was no complaint with its functionality. While prepping the third sapien valve, it was noticed on fluoroscopy that the first valve had apparently become dislodged enough that it was sitting upside-down in the left ventricle outflow tract (lvot). Per report, it was decided that the valve had definitely flipped prior to the patient coming to the or and that is why his ejection fraction (ef) had gone from 60 to 35 percent. However, this wasn't recognized until the third valve was being placed. It was recognized by looking at the struts under fluoroscopy and then confirmed by transesophageal echocardiogram (tee). The third valve was successfully deployed in a 50:50 manner relative to the other two sapien valves, successfully capturing both valves. This however did not trap the leaflets of the first valve, which, were occluding lv flow due to the leaflets being upside-down. In order to restore good lv outflow, a 23mm sapien valve was used to prop open the leaflets of the first valve. The fourth sapien valve was deployed in perfect proximity of the first valve in the lv, restoring flow. Per report, the valves were performing correctly at the end of the procedure, however, the patient's heart was too weak and the patient was unable to come off cpb. The patient's pressures were poor and the decision was made to implant a left ventricular assist device (lvad). As the patient was weaned off cpb, the patient's blood pressure never restored and the patient expired.

Manufacturer narrative:
After the initial report, the medical records related to the event were obtained. Per the radiology report, CT documented a native aortic annulus diameter of 2.9cm (29mm) and an aortic root diameter of 3.3cm (33mm). Tee documented the annulus size as 24.5 - 26mm. Per the tee report, following the initial tavr procedure the patient's ef was approximately 70 percent, with mild paravalvular leak. Prior to tavr, the patient's ef was estimated to be 65 percent by tee. Per the operative report from the tavr procedure, there were no complications during the procedure, and the sapien valve was implanted in the correct position, with minimal residual aortic insufficiency and good flow to the coronary sinuses. One day post tavr, the patient's ef was estimated to be 35 percent, paravalvular leak was present, and the sapien valve appeared to have migrated somewhat into the lv. The tee report following the interventional procedure indicated a dilated lv with severely depressed lv systolic function. At this time, the sapien valve was noted to have moved into the left ventricular outflow tract (lvot). The device is not available for evaluation as it was not explanted after the patient's death. Cine/fluoroscopic and echo images were submitted to edwards and reviewed by the edwards medical director. Observations: severe aortic valve calcification, minimal aortic root calcification, no porcelain aorta, no mitral annular calcification (mac). Fair coaxial alignment. Poor image intensifier angle (iia) - lao34 / caudal 12. First sapien valve positioned 55:45 aortic. During valve deployment valve moves 50 percent aortic (8mm) on cine. On cine and tee first sapien valve is tilted posteriorly. On tee a gap is noted between the sapien valve and the sov. Impressions: by cine, first sapien valve positioning appears 55:45 aortic. Upon deployment, the valve moved 8mm aortic however, on tee the ventricular aspect on the valve coincides with the mitral leaflet hinge point. Importantly, the valve was severely tilted posteriorly. Finally, an excess gap is noted between the sapien valve and the sov suggesting significant valve undersizing (CT documented an annulus diameter of 29mm and an sov of 33mm). The etiology of the valve movement during deployment was probably related to inadequate lowering of the bp during rapid pacing in a patient with preserved lv function and possible valve undersizing. Evidence of first sapien lv embolization is notable by the fact that the fabric end of the valve was oriented in the aortic direction and in opposite direction to the newly delivered second sapien valve. This was confirmed by tee which showed the leaflets upside-down. The third and fourth sapien valves were implanted as reported in the summary. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and/or embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that inadequate lowering of the patient's blood pressure during rapid ventricular pacing and valve undersizing may have contributed to the valve embolization. Per the medical records, CT documented an annulus diameter of 29mm and a sinus of valsalva diameter of 33mm with tee annular measurements being 24.5 - 26mm. However, a 26mm sapien valve was implanted. Per the IFU, the 26mm sapien valve is indicated for use in patients with native aortic annulus diameters between 21 and 25mm. Although tee is the current standard for annular measurement, the consistent larger measurements via CT and tee suggest that the annulus may have been too large for a 26mm valve. The procedure didactic advises that proper valve sizing is critical to the successful use of the device. In addition, the patient screening manual instructs the operator on how to properly assess the dimensions of the native aortic valve and root, utilizing echo, aortagram and CT scans to measure the diameters of the native aortic annulus and sinotubular junction. At this time, it is unclear why the patient was not converted to open heart surgery to remove the embolized sapien valve. Three additional sapien valves were deployed in an attempt to stabilize the embolized valve and restore flow. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.